Event description:
On (B)(6) 2016 12:51 pm (gmt-4:00) added by (B)(6): it was reported that the ventilator failed the internal leakage sub-test during the pre-use checks tests and displayed the message, "system volume too small". There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The returned air gas module has been investigated. During testing in a reference ventilator, the performed pre-use checks failed the internal leakage sub-tests and confirmed the reported error. Investigation showed that the failure was caused by a bent feather spring in the nozzle unit. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece, and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures during the pre-use checks and, if it were to occur during ventilation, a high-pressure alarm will be generated if the user set limit is exceeded. The nozzle unit has a predetermined life-time and is replaced during the preventive maintenance that must be performed every 5,000 hours of operation, or at least once a year. According to the received customer logs, there has not been any preventive maintenance performed since the year 2011, and the nozzle unit has been used for approximately 11,000 hours. Our conclusion is that the preventive maintenance was not performed as expected and as a result caused the failure reported.

Event description:
(B)(4).